Event description:
The event is reported as: the customer alleges that when attempting to inflate the balloon, it was noted that the sealing was not sufficient. Only one side of the balloon was inflated. The anesthesia person stated that this issue occurred three times during the same event. The pt was awaken and the intervention was postponed. No report of a pt injury. The pt condition is reported as fine.

Manufacturer narrative:
A total of three reports (MDR) will be submitted for this event.